Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Cracked reservoir tube noted during visual inspection.

Event description:
It was reported that the customer was taken to the emergency room and hospitalized due to high blood glucose. Customer's blood glucose reading was over 600 mg/dl at the time of hospitalization. Nothing further was reported.